Event description:
In 2009 the pt reported the up and down buttons on her backup insulin infusion device are not properly working. She stated she switched to her backup device after the buttons stopped working on her primary infusion device. She stated she was hospitalized. She did not provide specific details and disconnected the call. On follow up with the pt about 2 days later, she stated she had been released from the hospital about one week prior after spending 5 days there. She said that as a result of the button issue she switched to her backup device which she used for about a month before she quit using it due to intermittent difficulty in programming boluses. She said she had begun insulin injection therapy 7-8 days before she was hospitalized. She stated she went to the hospital because of "uncontrolled diabetes" and because her blood glucose measured "hi" on her meter. At the hospital she was treated with "insulin injections, blood thinners, heart monitors, and morphine." She said her device has not been dropped and has not been exposed to water or insulin. The buttons pop up when pressed. Product was replaced and requested to be returned for eval.